Manufacturer narrative:
Additional information is being requested from the field representative for the model and serial number of the lead and the implant date. This report will be updated, once additional information is received.

Event description:
It was reported that this right atrial (ra) lead exhibited high out of range pacing impedance measurements resulting in a mode switch. Device data was sent to rhythmcare for review. Data review determined the ra lead also exhibited oversensing leading to the observed mode switch. The lead mode and serial number were not known at the time of the reported experience. Rhythmcare then provided further troubleshooting and programming options to be considered. This lead remains in service. No adverse patient effects were reported.